Manufacturer narrative:
No further patient information was provided. The field service representative (fsr) inspected the instrument and replaced the architect probe and syringe assembly, which were determined to be the likely cause for the issue. The service history of the instrument was reviewed and no subsequent issues have been reported following the replacement of the parts. Tracking and trending for the architect i2000sr did not identify any similar issues. The i2000sr erratic result rate is within acceptable limits with no trends identified. Trending data and manufacturing documentation for the architect probe and syringe assembly did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer obtained a falsely elevated architect stat troponin-I result for a (B)(6) year old male with chest pain. (B)(6). The customer uses a cutoff of 0.12 ng/ml. No impact to patient management was reported.